Event description:
Information received notes a non-magnet paced rate of 130 ppm and a magnet rate of 70 ppm. Multiple interrogations noted dashes (---) for many parameters, including rate. Attempts to download the microprocessor were unsuccessful. The patient was left with the magnet taped to his chest to to force magnet rate pacing until replacement surgery could be performed. Although the device was replaced, the patient expired that evening due to heart failure.